Event description:
The surgeon implanted an aa4204vf silicone plate lens, but it broke while being inserted. The lens was removed with no pt injury. The contact stated it was unknown as to why the lens broke. Another lens was implanted.

Manufacturer narrative:
H6: results - 100 (other): visual inspection of the returned product found one haptic torn off and missing. The cartridge was returned with no visible damage. There was evidence of surgical/reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.